Event description:
It was reported that during a da vinci s prostatectomy procedure the large needle driver instrument was not recognized by the system. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a test system and the instrument was intermittently recognized. It was determined that the recognition issue experienced by the customer was due to the programming error or a faulty rti board. Engineering also observed the distal end of the main tube has a couple of sections with material removed due to deep scratches. The scratches are under .250" long and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions and/or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.